Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.

Event description:
During the implant procedure on (B)(6) 2012, six significant pauses were observed on a pacemaker dependant pt. Reportedly, an electrocautery device was used only to prepare the pocket site and it was switched off afterwards; the usual ratchet noise was not heard when both screws were screwed upon lead tightening. The relevant measurements (impedance, sensing and pacing thresholds in bipolar and unipolar) were done and everything was correct. After the implant procedure, the pt was monitored during 30 minutes and no pauses were detected anymore; the device was working properly and kept implanted. An explanation is requested.